Event description:
The pt reportedly hit her head on a cabinet and experienced intermittencies between the external equipment and implant and eventually lost sound. Testing performed by the center confirmed that the device was not functioning. Surgery to explant the pt's device will be scheduled.